Event description:
Review of information indicates high right ventricular pacing impedance and oversensing. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received on the event indicates the pace/sense portion of the lead was capped and the hv coil remaiins in use.

Manufacturer narrative:
Asku: review of information indicates high right ventricular pacing impedance and oversensing. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received on the event indicates the pace/sense portion of the lead was capped and the hv coil remaiins in use.